Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through a friction test using a screening aid to manually rotate the adapter to detect friction and the camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. A visual inspection confirmed the endoscope cable integrated connector and the cable integrated connector housing exhibited discoloration. The endoscope cable integrated also was found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. An inspection of the endoscope housing and housing shell exhibited laser marking fading and/or removed. The complaint was confirmed by failure analysis. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus moved on its own without user input. It seems to be drifting. The customer obtained another endoscope to finish the surgery. The procedure was completed with no reported injury.